Event description:
On (B)(6) 2009 the pt reported he accidentally dropped his insulin infusion device into the toilet. He said he immediately removed it, but noticed water had leaked into his device through a hole in the rubber end by the up button. He stated he was unable to bolus and his device will only display e7 (electronic error) or e6 (mechanical error). The pt switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.